Manufacturer narrative:
The pipeline and pushwire were returned (not attached) without the catheter. One end of the pipeline was not opened due to damaged braid. The other end of the pipeline was found opened with damaged braid. The evaluation could not determine the cause of the event; however, the pipeline braid and tip coil were found damaged and may have contributed to the reported event. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Damaged braid and tip coil.

Event description:
Medtronic (covidien) received information regarding and incident involving one of it¿s manufactured products. Treatment of an aneurysm measuring 15mm x 13mm with a 5-6mm neck located in the right ica (internal carotid artery). During the procedure, the physician attempted to deploy the pipeline (5mm x 25mm) in the right internal carotid artery (ica) and half way at the posterior genu; however, the pipeline failed open. The pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. The patient was then treated with 3 coils and a new pipeline of the same size. The patient¿s anatomy was normal in tortuosity. The patient awoke with no deficits. No patient injury was reported as a result of the procedure.